Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 322 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. It was also reported that the pink slide did not move forward indicating a needle mechanism failure.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 57. The firing flat was in the expected vertical position for deployment. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. Investigation found no defects or manufacturing deficiencies to the fluid path that would contribute to an improper insertion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no issues were noted, root causes for the reported needle mechanism failure and unsure properly inserted cannula could not be determined.